Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot were performed and passed. Functional tests were performed and passed. A "try it" sound test was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.